Event description:
It was reported that the customer was hospitalized with high blood glucose levels and dka. The customer was hospitalized for 5 days and treated with IV drip, humalog and lantis injections.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.